Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient experienced an infection at their pocket site. Surgical intervention occurred on (B)(6) 2023 during which the ipg was explanted an replaced and the pocket site was repositioned to address the issue.